Manufacturer narrative:
Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead was planned for extraction to address right lead perforation. During the extraction, thrombosed veins were noted at the perforation puncture. A new system was not implanted right away but will be soon. The patient condition is okay.